Event description:
It was reported that the customer's insulin pump overdelivered insulin when the customer was giving herself a bolus. The customer's blood glucose was 165 mg/dl. The customer gave herself a bolus of 4.95 units. However, in the insulin pump's bolus history, it was stated that the insulin pump gave her a bolus of 5 units. The customer declined troubleshooting. The customer stated that she had been experiencing high and low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.